Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure within the bile passage performed on (B)(6) 2012. According to the complainant, during the procedure, the when injecting the contrast, the contrast leaked near the injection port. The procedure was completed with this trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results; sidecar pushback.

Manufacturer narrative:
Concomitant medical product- jf-260v olympus. A visual examination found that the device returned with the basket in the closed position. Additionally, the guidewire lumen (sidecar rx) presented with pushback .the basket was not able to be functionally tested for leaking due to the presence of dried contrast within the luer which hindered injection of water during the functional evaluation. Physical examination of the device found dried contrast on the outside and inside of the handle assembly. The device was disassembled and the investigation found that the device was assembled properly. The reported event of handle leak could not be verified due to the condition of the returned incident device. However, the evaluation found that the guidewire lumen (sidecar) presented with pushback, this damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted